Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reaction observed with 0.8% selectogen lot # vs705, cell I. Sample was later identified to have anti-lea. Testing was performed by manual gel method with 15min incubation. Customer stated that during compatibility testing the reactions were positive and so additional testing was performed using immucor cells (lot #48133) and panel cells (lot #48141) by tube method with peg enhancement and anti-lea was identified (2+ reaction with all lea positive cells). Customer confirmed that the patient was transfused using lea negative units. No incorrect or erroneous results were reported as a result of this concern. All listed ocd products were confirmed to have normal appearance and had been stored according to the package insert indications. Daily qc testing was performed and all results acceptable. Customer requested no additional follow up and was satisfied with documentation of the reported concern.